Event description:
The customer reports that the mx40 has a "speaker malfunction" inop/ error code but was unable to confirm local audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reports that the mx40 has a speaker malfunction inop/ error code but was unable to confirm local audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.